Manufacturer narrative:
The study data was provided and reviewed. Review of the ensite cardiac mapping system verifies that in some cases a shift can occur. If a shift occurs, it is recommended to use enguide alignment to return the catheters to their previous positions relative to the model. See ensite cardiac mapping system IFU, setup, enguide alignment. The cause of the display issues and subsequent cancellation remain unknown.

Event description:
During and atrial fibrillation procedure, and the case was cancelled. Navx mode was being used with ensite x and a left atrial model was obtained, but looked a bit flat and it was difficult to ablate with the geometry. All cables (hd grid, cs and ablation) were exchanged, breathing compensation was redone, ground connections and navigation patches were checked. None of this resolved the issue, two pulmonary veins were not isolated and the case was cancelled.